Event description:
As reported to medtronic, hospital staff report the device will not complete the power on sequence. The device beeps, the on light is active, but the screen remains blank. The reporter stated it is unknown if any of the reported failures occurred during patient use.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.